Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and a bent cannula. Customer stated the issue started after the set was changed, blood glucose was 163mg/dl, performed bolus and it went up between 451mg/dl-497mg/dl. Customer found a bent cannula and rough. It was noted the patch was wet with insulin. Customer treated with insulin, blood glucose was 323mg/dl.